Event description:
This lead was explanted because there was no capture at 8.4v, bipolar or unipolar. Sensing and impedance were adequate.

Manufacturer narrative:
The analysis of the distal part of the lead did not reveal any sign of a material or manufacturing problem.